Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a duo-vent clearlink system solution set was leaking from the y-site port. It was further reported that the set had a hairline crack in the port. This issue was identified during chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.